Event description:
The patient contacted lfs alleging inaccurate readings on their one touch verio pro meter. The patient had obtained a 33 mmol/l and a 14 mmol/l . The patient denied exhibiting any symptoms due to the alleged issue. The complaint is being reported since the results are fall out of range. A vial of control solution was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.